Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test at 23.54 and 23.91 psi(pounds per square inch). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "device failed the downstream occlusion test at 23. 54 psi and 23. 91 psi" was not reproduced. The device was tested for downstream occlusion detection and it passed. Event history log was completed and in the last days of customer use, multiple occurrences of "downstream occlusion!" Alarms were recorded, however, downstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.